Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient reported they were scheduled to replace the ins battery last friday because the ins battery wouldn't hold a charge for more than 17 hours. Pt met with a manufacturer representative for reprogramming and notified them about the issue,. Pt noted the reprogramming didn't help and made their situation worse. Patient clarified they were scheduled to have the ins replaced last friday but the surgery was cancelled, and they noted the ins battery would deplete very slow and they were in a lot of pain. Patient services specialist (pss) had the pt unlock their controller and they were in group c and they confirmed their stimulation was turned on. Pt had only program 1 in group c and they checked the intensity and the intensity was at 0. Pss had the pt increase their intensity up to 4.0 and they couldn't feel tingling. Pt confirmed they didn't want the tingling sensation. Pss suggested the pt continue to adjust their intensity as needed and monitor their pain symptoms the next few weeks. Pss suggested the pt follow-up with their hcp to address the issues if the pain remained after increasing their intensity.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.